Event description:
It was reported that during a video-assisted thoracic surgery procedure, on the fourth firing of the device, the cartridge pan was separated from the reload and stuck in the device. The procedure was completed with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.